Event description:
Lenstec received an email stating "explanted a clearview 3 and replaced with a multifocal iol".

Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. There was no evidence to suggest that any part of these processes caused the blurry vision. Additionally, we have not received any other complaints from this batch. Lenstec can also confirm that our devices are 100% inspected at final clean and inspection operation and if any surface defects were present on the lens, it would not have been packed for shipping. Lenstec can also confirm that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.